Event description:
On (B)(6) 2014, a reporter contacted animas alleging that a patient had experienced a hyperglycemic event. The reporter stated that the patient had a blood glucose level over 300 mg/dl with symptoms of nausea and dehydration. The reporter alleged that there was an issue with intermittent power with the pump that started on (B)(6) 2014. The reporter stated that the patient had discontinued pump therapy at the time of the call, and that there was no additional treatment required for their hyperglycemia. This complaint is being reported because the patient experienced a hyperglycemic event associated with a power issue with the pump.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/20/2014 with the following findings: the pump's history showed that the pump was out of box and never used to make insulin deliveries. No damage was found to the battery compartment or the returned battery cap. The returned battery cap fitted tightly to the pump with no visible yellow o ring showing. The battery cap was measured to be within specifications. The pump was exercised for 24 hours with the returned battery cap. No power interruptions were duplicated over the course of the duration test. A delivery accuracy test was successfully completed. The pump was found to be delivering accurately and within the required range. There was no evidence of internal moisture or damage to the power circuit. The complaint could not be confirmed or duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.